Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred ¿around one year¿ prior to contacting lifescan. The patient manages his diabetes with gliclazide pills, novorapid insulin and levemir insulin and continued to take his usual dose of medication in response to the alleged issue. The patient claimed that around ¿two months¿ prior to contacting lifescan, after the meter issue occurred, he developed symptoms of ¿low blood sugar¿ such as feeling ¿disorientated¿ and that he had his blood glucose tested on an emergency medical services (ems) meter, which gave a result in the ¿2mmol/l¿ range and was subsequently treated by a healthcare professional (hcp) in an emergency room with glucose tablets or glucose gel. During troubleshooting the cca noted that it was not the first time the meter had been used and that there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event and subsequently received medical intervention from a hcp, after the alleged meter issue occurred.